Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette lyse buffer into well position h10 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced all tip clamps, tip clamp sleeves, compression springs and broken lld springs. No death or serious injury was associated with this event.